Event description:
Provider alleged sieve beds defective. Per independent repair center statement, the unit had low o2 or yellow light -- confirmed. The key failure was the sieve beds were defective. Additional malfunctions were the zip tie and hose clamp were installed.